Event description:
Had many negative elisa and western blot lyme tests. Have progressively gotten sicker over the years until I went to a lyme literate doctor. The general population of doctors have had zero training in medical school or afterwards regarding clinically diagnosing lyme disease and the testing is extremely inaccurate. Very inhumane process at this point. On top of that the cdc treatment guidelines are in humane a well leaving those treated with that standard cdc recommend treatment chronically ill.